Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they are having issues with the controller. Caller stated that the controller will shut off the stimulation on its own and they have to turn it back on. Caller added that this has happened 2-3 times where they have come down in the morning to check the charging levels and it says stimulation is off and they haven't shut it off. Caller noted that the implant and controller were both above 50% when it happened. Caller stated they also noted that when they are charging the implant, the controller goes into sleep mode and they look down to check the status of the charge and it has stopped charging/kicked them out and they have to start over. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Agent had caller re insert the battery and confirmed green flashing light above screen; controller is 90% and implant is 50%. Caller then connected recharger and confirmed charging excellent after a few minutes of charging (in sleep mode) they unlocked and it did not kick them out of the charge session, it had increased to 70%. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.